Manufacturer narrative:
The device will be evaluated and a follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the mps delivery set. The report states that while cardioplegia was being delivered, the mps delivery set leaked blood into the console. The console and delivery set were replaced and the procedure was successfully completed.

Manufacturer narrative:
The device was evaluated and the reported complaint condition was confirmed. During investigation, the device showed leakage between the film and blood side bushing of the cassette. A review of the manufacturing process indicates that wear on the brass fitting rings used in the welding process may have resulted in the complaint condition. As part of the corrective action, a change has been made to the rings to ensure greater welding surface area for the film to the blood side bushing of the cassette. In addition, during manufacturing, the device is functionally tested for leaks and additional defects. Quest medical will continue to monitor complaint trends for this issue to re-asses the need for further action.